Manufacturer narrative:
The m/l-10 multi-fire clip applier was not returned in a timely manner, therefore, no investigation could be conducted. No issues were found with the device history record. No add'l complaints have been received for this lot number.

Event description:
During a laparoscopic chole, the clip applier stuck and could not be returned to the original position. A disposable clip applier was used to finish the procedure. The pt was not harmed. No add'l pt info was provided.